Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 was failed, the unit had clicked twice when tried to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 was failed, the unit had clicked twice when tried to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-1 in the auxiliary unit was exhibiting a triple-clicking issue. A field service engineer arrived and found no drawers were failed, and the customer did not report any current issues. Both drawer 4-1 and 4-2 were tested, and the rear cable was reseated as a precautionary measure. No faults were found during the inspection. The drawers were tested using the hardware test application, and all components were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.